Event description:
It was reported that a caller experienced a malfunction on their pump, triggered by an occlusion alarm, resulting in the customer's blood glucose level reaching 600 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections and did not require assistance from a third party. Technical support provided instructions for resetting the pump's malfunction code, which was resettable, and assisted the caller in the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact support if any further malfunctions occurred.